Event description:
The hospital reported that during a coronary artery bypass graft surgery, the tension spring separated from the seal during use. A second device was used and the heartstring seal cracked while loading the seal into the delivery tube. A replacement device was used to complete the procedure. No pt complications were reported by the hospital. This report is for the first seal. (B)(6).

Manufacturer narrative:
After the procedure, the hospital discarded the product. Since the product was not returned to cardiac surgery for evaluation, it will be difficult to confirm the reported problem . A lot history record review was completed for the product, there was no nonconformance associated with the lot number. (B)(4).